Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-600 mg/dl). Ketone level was moderate to high. Pump supplies were changed, boluses were delivered and customer's healthcare provider increased the basal rate to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer changed the type of infusion set used.